Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU): the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm. Additionally, the IFU states: additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck. Also, per IFU: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the patient had a short proximal neck length, approximal 14mm. Final angiography imaging revealed a proximal type I endoleak. The additional aortic extender component was deployed proximally. It was reported that the right renal artery was unintentionally covered by the device. There was no obstruction of blood flow even though the right renal artery was covered by the device; hence, the procedure was completed without further treatment. The patient tolerated the procedure. The physician is monitoring the patient. It was reported that the physician assumed that the device will be migrated distally upon deploying, so he deployed the device at the level of it covered the right renal artery a little bit but the device was not migrated distally at all.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the patient had a short proximal neck length, approximal 14mm. Final angiography imaging revealed a proximal type I endoleak. The additional aortic extender component was deployed proximally. It was reported that the left renal artery was unintentionally covered by the device. There was no obstruction of blood flow even though the left renal artery was covered by the device; hence, the procedure was completed without further treatment. The patient tolerated the procedure. It was reported that the physician assumed that the device will be migrated distally upon deploying, so he deployed the device at the level of it covered the left renal artery a little bit but the device was not migrated distally at all.

Manufacturer narrative:
Due to the information provided, the left renal artery was unintentionally covered by the device not the right renal artery as it was reported.